Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary: customer returned a total of 10 syringes. The associated pouch states that they are 0.3ml 31 gauge and 8mm long needles from lot 9324122. All syringes share the same incident and general description. All ten syringes featured the needle hub separated from the associated barrel. The hub is lodged in the needle shield. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub. All of the plunger caps have been removed but there are no signs of use. No other defects found. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported when removing shield with bd syringe 0.3ml 31ga 8mm the needle hub separated from device. This occurred with 10 separate devices with lot# 9324122 and once with an unknow lot#. The following information was provided by the initial reporter: it was reported that the whole needle component comes off with the shield.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9324122, medical device expiration date: 2024-12-31, device manufacture date: 2019-11-20, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when removing shield with bd syringe 0.3ml 31ga 8mm the needle hub separated from device. This occurred with 10 separate devices with lot# 9324122 and once with an unknow lot#. The following information was provided by the initial reporter: it was reported that the whole needle component comes off with the shield.